Event description:
The surgeon implanted a collamer lens model cc4204bf and tore while coming out of the injector. The lens was implanted and removed without patient injury. The model and lot numbers of the cartridge and injector are unknown.